Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device separated during use. The bullet that the needle locks into when the handle is squeezed into the ligament was lost from the device. The device was loaded correctly with the suture and the doctor used it in the patient. The doctor reported the bullet came off in the patient and he was able to continue the procedure as it is supposed to go. The device did not break or perform like it was supposed to. No other adverse patient effects were reported.